Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had test failure alarm on their insulin pump. Customer also reported the low left and right corner of their display had a crack. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The insulin pump passed the self-test. No unexpected alarms were noted. The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.